Event description:
It is reported that the jaws broke. No patient involvement indicated.

Manufacturer narrative:
Evaluation summary: pin cutter usage of jaws to cut pins along entire length of blades. It is unk if the correct size pin/rod was cut. Center of jaws used to cut pin/rod. No exact cause could be attributed to the condition. Evaluation: left jaw piece has fractured through the bolt hole, producing three fragments all of which are intact and retained. Jaw faces show some burnishing but no deformation. Jaw dimensions and hardness are within specifications.